Manufacturer narrative:
The device and pediatric pads were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional stress testing using adult pads without duplicating the report. The error message will self clear once adult pads are installed. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device does not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.